Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger contacted the hospital to obtain further information but the contact person named in the ufr could not provide any additional details. Hence, the description of event in the ufr was the single source of information which allowed no case-specific evaluation. Repeated shut-downs are a strong indication for an issue with the energy supply. If electrical power gets lost, the device will post a power loss alarm which is buffered by an independent power source and which will sound for a minimum of two minutes. Additionally, the device opens the pneumatic circuit to ambient to allow spontaneous breathing. The savina is equipped with an internal battery to cover mains power losses for 30 minutes under consideration that the battery is fully charged and in good condition. From the aspect that reportedly several consecutive shut downs have occurred, it can derived that the sw switched the energy source repeatedly between mains power and battery but that the internal battery was worn to a significant degree that did not allow to continue operation. The scenario which would fit best to this is the following: if the dust filters at the inlets through which the device takes in ambient air for cooling are clogged, the internal heat dissipation is inhibited, and the power supply will overheat. The supervisor software will temporarily switch off the power supply to allow it to cool down but when the internal battery is depleted or worn, device operation can't be continued. The consequence is that the device will switch a few times forth and back between the energy sources until the battery is fully depleted. The battery is subject to wear and tear, has to be inspected on a regular base and shall be replaced every two years. The involved device is almost 12 years old and not under a service contract - it is not known when the last battery exchange was made. There are other scenarios imaginable as the root cause for the reported event; a reliable conclusion is not possible due to lack of information. Finally, the reported issue may have been caused by component malfunction, infrastructure issues, lack of preventive maintenance or a combination of these. Even use error cannot be excluded as a contributing factor. Dräger finally concludes that appropriate measures are in place to prevent from unexpected shut-down during use - the IFU emphasizes that availability of the internal battery shall be checked prior to each new ventilation episode.

Event description:
It was reported that the device repeatedly shut down during a running ventilation episode. As per report, the users replaced the device immediately; no consequences for the patient's health were resulting from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.